Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 27 mm navitor vision valve was selected for implant using a flexnav delivery system. During the procedure, the valve was successfully implanted. After the valve was implanted, the patient developed left bundle branch block (lbbb). Temporary pacing was applied and the patient left the operating room with temporary pacing.